Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The nurse stated that the customer tried several different batteries from fresh pack and they all failed the battery test. The customer cleaned the battery compartment and the spring inside the battery compartment. The customer tried new alkaline aaa batteries and the test failed. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.